Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing manager reported that following implantation of an intraocular lens (iol) the patient experienced visual disturbances. The lens was explanted for a another lens in a secondary procedure. Additional information was requested and received stating the patient experienced visual disturbances like halos/starbursts/overall glare during both the day and night, patient was limiting his ability to complete daily activities. Patient was not hospitalized for the event.